Manufacturer narrative:
Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 30-aug-2021, UDI#: (B)(4). The pump was returned, and analysis found no anomaly. The catheter was returned, and analysis found coring/tearing in the cup of the sutureless connector. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient chose to elective explant the pump and catheter as the patient did not need them anymore.